Event description:
It was reported to philips that the system gave an alert indicating the generator was busy and the system had crashed, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during diagnosis procedure was performed when the issue happened. The procedure was delayed by less than 20 minutes and completed by restarting the system. Philips remote service engineer (rse) performed a remote evaluation and found that the generator was busy, and the system had crashed. After reviewing the log, rse found that rx tube failure degradation message. To resolve the problem, another case fse replaced the rx x-ray tube. After replacing the x-ray tube, the system returned to full functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system with a little delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.